Manufacturer narrative:
The device was returned for evaluation. Visual inspection found the device had one broken haptic and the other haptic was bent. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.

Event description:
Reportedly, an intraocular lens (iol) was explanted 2 weeks after implant into the left (os) eye due to a broken haptic. The patient stated the eye was throbbing, had floaters, and blurred vision. The surgeon noted the iol damage was noticed postoperatively and was allegedly a mechanical breakdown of the iol. A successful lens exchange using the same model and diopter lens was completed.

Event description:
Additional information was received indicating the patient noticed a decrease in vision. In the physician's opinion, the most likely cause of the intraocular lens (iol) damage was a mechanical breakdown causing displacement of the iol. The patient's outcome is good, and the patient is doing great.